Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): there wasn't infusion of the drug, the patient returns to hospital on time to remove the infuser and the pump found itself full.

Manufacturer narrative:
(B)(4). We received one used, approximately half filled easypump ii lt 100-50-s in an easypump carry pouch (without packaging; contaminated with a cytostatic drug). The received pump was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not anymore on the patient connector, patient connector was blocked by a red combi stopper. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues of crystallized drug residues at the patient connector/combi stopper. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not in accordance with our requirements. Hence we assess this complaint to be justified. We have informed our manufacturer accordingly. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA (B)(4).